Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: the report of low battery power (low voltage) alarms was confirmed through the analysis of a submitted data log file. The log file contained approximately 10 days of data (dated 03nov2019 - 13nov2019, according to the timestamp). At ~11:38pm on november 9, 2019 the controller was connected to a mobile power unit (mpu) for support. At ~7:31am on november 10, 2019 the controller alarmed with a low battery power hazard alarm. During this event both power cables continued to be connected to power but the supplied voltage dropped simultaneously and steadily for both cables. Based on previous complaint experience the event appeared consistent with a loss of a/c power to the mpu. During this event the controller continued to support the pump at the set speed while being supported by its internal backup battery, as designed. Once a/c power was restored ~3 seconds after the start of the event, the low battery power hazard alarm resolved. Throughout the log file the controller supported the pump at the set speed. The mpu (sn (B)(6)) used during the reported event was not returned for analysis. Per reported information, the mpu remains in use and no further similar occurrences have been observed. As a result, the root cause of the events captured in the submitted log file could not be conclusively determined. Although the root cause of the reported event could not be conclusively determined reports of similar events have been documented and corrective action (CAPA) has been initiated to mitigate their occurrence. The mpu used during the reported event was manufactured after the implementation of the CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported there were 2 low voltage alarms on (B)(6) 2019 while the device was connected to the mobile power unit (mpu). The patient did not recall any beeping or alarms and denied losing power at home. During log file analysis, the low power hazard alarms were confirmed on (B)(6) 2019 which were caused by power to the mpu being briefly interrupted. It cannot be discerned if this was due to the mpu ac power cord coming loose from the mpu, the wall outlet or house power disruption. It was reported by the site that the cause of power interruption was unknown but there had been no additional occurrences. There was no interruption in pump support to the patient during the events. No further information was provided.